Event description:
A cartridge alarm was reported by the caller during the load process. There was no adverse impact to the customer¿s blood glucose level. The technical support team assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy and intended to contact a healthcare professional for guidance.